Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The customer noted that they had issues with control recovery the day before the event. The sample initially resulted in a sodium value of 156.8 mmol/l and this value was too high for the patient. The field service engineer found abnormal vacuum nozzle suction due to dirt. The vacuum nozzle was cleaned. Ise checks and calibrations were performed, the results were acceptable. The sample was repeated after the service actions were performed and the sodium result was 144.7 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed instrument checks and ise checks. The vacuum nozzle suction was poor due to dirt. The vacuum nozzle was cleaned. Ise checks and calibrations were performed; the results were positive. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.